Manufacturer narrative:
Conclusion and justification status: the complaint states procedure: total knee replacement. Instruments were used independently and broke during used. Was able to proceed with the procedure by utilizing or using an alternative instruments in the attune set. No product was returned and hence the complaint cannot be confirmed. With regard to the impactors: expert opinion indicates that the failures are associated with environmental stress cracking (esc). The attune impactors have been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that (B)(4) has been initiated and can be referenced for further details. Full lavage of the joint-space is recommended before and after implantation. IFU 0902-00-836 contains wording relating to the importance of removing fragments from the surgical site. Both failure modes; patient harm & delay to surgery have been adequately covered in the risk assessment of the device and no further updates are required. The dfmea scores reflect the current failure rates of the device (B)(4). However, in order to investigate the root cause and possibility of reducing this occurrence, (B)(4) has been initiated and can be referenced for further details. With regard to the shims: a pra 103121982 (preliminary risk assessment) meeting was held to discuss a product escalation out of australia concerning the attune shims. The team has determined that there is no additional patient risk associated with this issue. Although cracks are occurring, this failure mode does not lead to a patient harm of infection. The rate of infection for attune is within the state rate in the risk management report and is statistically similar to the rate of infection for the total knee class. Although a definitive root cause is not known, a combination user technique, improper technique or misuse, and the use of contraindicated chemicals (non-compliant to cleaning guidelines), may lead to weakening of the material, as seen in the returned devices. Based on the performed investigation and pra 103121982 determination of no additional patient risk, corrective action is not indicated. Continue to monitor via sep-419. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Broke during use.